Manufacturer narrative:
Final analysis found insulation abrasion exposing the outer coil at 6.0 cm to 6.2 cm from the connector pin. The abrasion was consistent with constant friction to the device can. This most likely caused the reported complaint of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.